Manufacturer narrative:
External insulation abrasion was noted at 30.6cm ¿ 31.7cm from the distal tip, breaching the outer insulation and exposing the outer coil, consistent with friction the device can. The etfe coating was intact at this location. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during lead revision procedure, lead insulation damage was observed on the ra lead. It is unknown if the patient experienced any symptoms due to the lead noise artifact issue. Lead was explanted and a new lead was implanted. Patient was stable post procedure.